Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that as per rep: issue: light did not go into 'standby' when disconnected from scope and there was a drape/patient burn. It was not noticed until the end of case. When they went to undrape the patient, they noticed the light was still on and had burned through the drape and injured the patient. The procedure was completed without any delay. The light source, light cable and adapter were returned. Burn - likely 1st degree, 2nd tops